Event description:
It was reported that the customer had a no delivery alarm while priming on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was unable to troubleshoot because it was resolved by change battery. The customer was advised to do a complete set change as soon as possible. The customer does not want to return the set and the reservoir for analysis. The patient was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.